Manufacturer narrative:
(B)(4). The patient's fluid overfill had a manifestation of trouble breathing. The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported events. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced fluid overload, chest pain, pleural effusion and other events. Three days prior to the receipt of this report, the pt was hospitalized for the events. On an unknown date during hospitalization, pd therapy was stopped due to overfill. On an unreported date, the pt was treated with antibiotics and daily hemodialysis for the events of fluid overload and pleural effusion. The pt recovered from the events. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.